Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd autoshield¿ duo pen needle was getting blocked and unable to deliver some of the insulin during use, leaving the consumer unable to identify how much insulin was still needed. The following information was provided by the initial reporter: "patient describes needle as 'blocking' and not delivering insulin on a couple of occasions. Needle replaced with new one. Patient struggled to identify how much insulin left to give - this has been resolved with discussion. Has happened to the patient on a couple of occasions."

Event description:
It was reported that the unspecified bd autoshield¿ duo pen needle was getting blocked and unable to deliver some of the insulin during use, leaving the consumer unable to identify how much insulin was still needed. The following information was provided by the initial reporter: "patient describes needle as 'blocking' and not delivering insulin on a couple of occasions. Needle replaced with new one. Patient struggled to identify how much insulin left to give - this has been resolved with discussion. Has happened to the patient on a couple of occasions."

Manufacturer narrative:
H6: investigation summary unable to perform complaint lot history check due to an unknown lot number for needle clog. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Investigation summary: no samples (including photos) were returned for the unknown lot#, therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to unknown batch number, no DHR can be completed. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.see h.10.